Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No low reservoir alarm during testing. Successfully downloaded history files and traces using thump. In further analysis of the pump history found low reservoir alarm to the event date of 26-dec-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 11:59:00.000 and 20:56:27.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Customer alleged for low reservoir alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported low reservoir anomaly. The event involved product(s) mmt-342g, mmt-5120a, mmt-431aj, mmt-1884. Troubleshooting was performed. Customer reported that the reservoir time remaining on the status screen went up or down unexpectedly or is not accurate. Reviewed with customer how bolusing, temp basal or programming may contribute to variations in time remaining on the status screen.no further patient complications were reported. No product return is required for mmt-342g, mmt-5120a, mmt-431aj. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the device was returned for analysis.